Event description:
It has been reported to co that the guide catheter shaft broke inside the introducer sheath. This case was very difficult for the physician due to the patient anatomy. The physician had previously tried 4 different cordis guide catheters with a cordis sheath with no success. The physician inserted the subject guide catheter into the sheath that was already in place and the catheter broke inside the sheath. The physician was able to remove the catheter from the introducer and is expected to return the sample for evaluation. Patient is reported as ok.